Event description:
The customer reported that while cannulating the patient's pelvis, the surgeon felt a snap. When he pulled the instrument out, he found that the tip of the probe had snapped off. The surgeon proceeded with navigation. Approximately 10 mm of the instrument tip was left 110mm deep in the patient's pelvis. No patient injury was reported. No revision surgery is necessary.

Manufacturer narrative:
The instrument was not returned for evaluation as it was disposed of by the hospital. Lot information was not provided by the reporter. No definitive root cause could be established.